Event description:
Patient was being sedated for MRI utilizing this tubing. Patient was not falling a sleep despite receiving 2 loading doses of dexmedetomidine. Upon further inspection the bed was found to be wet. The tubing was shipped and cracked at the connection where it connects to the syringe. Tubing replaced and patient "redosed" with medication. Achieved sedation. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.